Manufacturer narrative:
Additional information is being requested. Any significant information will be provided in a supplemental report.

Event description:
Nellcor puritan bennett account manager rec'd a report from a respiratory account manager that a pt's "sats dropped", the pulse oximeter alarmed, and then shut off after approx 3 mins. There was no report of patient harm or therapy changes.